Manufacturer narrative:
(B)(4)

Event description:
It was reported that the package was damaged. Before unpacking an encore balloon catheter inflation device, a crack was noted on the plastic inner packaging. The outer box was in order. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the encore device was not returned for this complaint, just a damaged tray and its original box. Visual inspection found that the tray presents a crack near the rear part of the gauge where the encore device is placed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that the package was damaged. Before unpacking an encore balloon catheter inflation device, a crack was noted on the plastic inner packaging. The outer box was in order. The procedure was completed with another of the same device. No patient complications were reported.